Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, a definitive root cause could not be established, however, it is a known inherent risk of the device. It is likely the following led to the malfunction: 1. The probe encountered hard tissue such as bone or calcified tissue, or with a metal clip, stapler needle, or other surgical equipment. 2. The coating on the probe peeled off due to ultrasonic vibrations. Also, the probe was scratched. 3. The load of sealing and cutting or gripping tissue was applied to the probe, causing a crack to form from the scratch, resulting in an error. 4. Some kind of load was applied to the probe, causing it to break. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the thunderbeat's probe was broken off there were no reports of patient involvement.